Event description:
This report summaries <noe>003</noe> reported events. Report 1 - (B)(6), the customer received a registration form indicating the atrial lead was explanted due to infection. Report 2 - (B)(6), the customer received a registration form indicating the ventricular lead was explanted due to infection. Report 3 - (B)(6), the customer received a call reportedly stating that the products were extracted due to a suspected infection.

Manufacturer narrative:
These reports are applicable to asr exemption number 1997047; a total of three (3) events are being summarized. Report 1 - the explanted lead was not returned for analysis. The lead was actively implanted for approximately 9 years, 6 months. Report 2 - the explanted lead was not returned for analysis. The lead was actively implanted for approximately 9 years, 6 months. Report 3 - the explanted lead was not returned for analysis. The lead was actively implanted for approximately 17 years. Per quality assurance procedure final labeling/packaging inspection of all products: all labeling and packaging will be inspected 100%. For lead trays, shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. The instructions for use (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. No allegation our leads failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. Oscor will continue to monitor this event type.

Manufacturer narrative:
The following sections were updated in follow-up # 1: date of report, type of reports, if follow up, what type? And additional MFR. Narrative.

Manufacturer narrative:
These reports are applicable to asr exemption number 1997047. None of the explanted leads were returned to the manufacturer. As a result, the allegations against these leads cannot be confirmed and no conclusions can be drawn. Two leads were actively implanted in one patient for approximately 9 years, 6 months. One lead was actively implanted for approximately 17 years. Infection is a recognized clinical event referenced in the device's labeling (instructions for use). The event will be re-evaluated if additional information becomes available.

Event description:
This report summaries 003 reported events. The customer received a registration form indicating the ventricular and atrial leads were explanted due to infection. The customer received a call reportedly stating that the products were extracted due to a suspected infection.